Manufacturer narrative:
D2: added common device name. D4: added serial #, catalog #, expiration date, UDI#. H4: added device manufacture date. H6: updated method code 1 and results code 1. D6 / d7: added explant date. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2004: (B)(6), md. History and physical. Follow up at pain management clinic. Has had series of lumbar epidural steroid injections. Not a surgical candidate because of recent cerebrovascular accident, currently taking plavix. Medications: plavix, remicade. Social: housewife, disabled. Smokes tobacco, half pack of cigarettes for 27 years. Denies alcohol or recreational drug use. Medical history: hypertension, crohn¿s, cerebrovascular accident with left-sided residual weakness, erythema nodosum, arthritis. Weight is 272 pounds. Gait unsteady, uses cane with ambulation. Psychological consult for symptoms of depression. On (B)(6) 2005: (B)(6), md. Radiology ¿ CT abdomen / pelvis with contrast. Comparison: none. Indication: abdominal hernia. Experienced contrast reaction immediately after study concluded; severe itching/hives. Impression: midline anterior abdominal wall hernia in lower abdomen containing un-incarcerated small bowel. Probable focal fat involving gallbladder fossa. Liver diffusely enlarged. 6 mm non-obstructing left renal calculus. On (B)(6) 2005:(B)(6), md. Office notes. Still having a lot of pain. Having some issues with her stomach problems; may be aggravating back pain. Going to see a specialist. Reconsider nerve root blocks; do not want to repeat steroid blocks at this time with her stomach issues. Abdomen soft, nontender, no masses palpated, bowel sounds active. On (B)(6) 2005: (B)(6), md. Office notes. Here for possible ventral hernia repair. History of crohn¿s disease status post small bowel resection in 1993; also, previous appendectomy, ovarian cyst removed. After these operations, developed small bowel obstruction requiring re-exploration for presumed recurrent crohn¿s disease. I do not have any operative notes here. Has subsequently developed a ventral hernia that was repaired on two different occasions by dr. (B)(6) using open technique. States mesh used to do repair. Since then has done well. On remicade for crohn¿s disease, as well as occasional prednisone. Has not had any flare-ups. Medical history significant for obesity; is morbidly obese. No bowel obstruction symptoms at this time, is contemplating weight loss surgery as well. Recommend having this repaired using laparoscopic technique. Requested she get copies of operative notes and send to my office. Will be giving me a call if she wants to move forward with operation. On (B)(6) 2005: (B)(6), md. Office notes. 47-year-old here for ventral hernia repair. Underwent appendectomy 1988, exploratory laparotomy 1993 and ventral hernia repair on (B)(6) 1994. She was fine until on (B)(6) 2005; had pain left lower abdomen. CT showed ventral hernia. Exam: big ventral hernia left lower abdomen. Plan: laparoscopic ventral hernia repair. On (B)(6) 2005: (B)(6), do. Radiology ¿ CT abdomen / pelvis without contrast. Indication: pain. Findings: fibroid uterus. Large bilateral inguinal hernias containing small bowel. On (B)(6) 2005: (B)(6), md. Office notes. Presented to emergency room with increased vaginal bleeding and headache. Medical history: hypertension, stroke, arthritis, diabetes, superficial thrombosis of legs, residual weakness left upper and lower extremities. Medications: plavix, aspirin, nexium, methadone, remicade. Abdomen soft, nontender, bowel sounds positive. On (B)(6) 2005: (B)(6), md. Office notes. Still having back pain. Right now, she has to deal with a ventral hernia, fibroids. Once this completed, will pursue nerve root injections. On (B)(6) 2006: (B)(6), md. Office notes. Weight 284 pounds. Bmi 47.26. Discussed ultrasound results. Recommended diagnostic hysteroscopy, polypectomy, dilatation and curettage. She is to have bilateral ventral hernia repair with dr. (B)(6). Will email him this note and my plan. Patient wishes to have combined procedure to which I am amenable. On (B)(6) 2006: (B)(6), md. Office notes. Saw on (B)(6) for symptomatic ventral hernia. Has had increased pain in lower abdomen, no obstructive symptoms. Again, I do not have any operative reports for evaluation. Abdominal exam shows morbid obesity; difficult to feel her hernia, however, appears to be a hernia on the left side in lower abdomen. Impression: symptomatic ventral hernia in a morbidly obese patient. We should move forward for hernia repair. Obtain CT of abdomen and do this in combination with dr. (B)(6). On (B)(6) 2006: (B)(6), md. Radiology ¿ CT abdomen / pelvis without contrast. History: incisional hernia. Comparison: none. Findings: divarication of the recti. At left anterolateral mid-abdomen is a smaller 2.8 cm fat containing hernia with neck of 1.4 cm. Inferiorly, in the suprapubic region there is a ventral wall hernia in midline and predominately towards the left containing small bowel, no obstruction. Neck is wide measuring 5.2 cm. Impression: suprapubic hernia containing small bowel with no obstruction. On (B)(6) 2006: (B)(6) clinic. [Signature ni]. Anesthesia record. Scheduled for laparoscopic ventral hernia repair on (B)(6) 2006. Bmi: 46.76. Smoker 1 pack / day for 19 years. Gastroesophageal reflux disease; on nexium. Walks with cane. Asa class: 3. On (B)(6) 2006: (B)(6), md. Office notes. Weight 276 pounds, bmi 45.93. Scheduled to have laparoscopic hernia repair and endometrial polypectomy on (B)(6) 2006. Medical history: crohn¿s disease ¿ diagnosed 20-25 years; on remicade infusion every six weeks. Obesity, stroke. Surgical history: ovarian cyst / fallopian tube removal 1988, ventral hernia 1994 / 2005; complications of first surgery required other surgeries per patient ¿ has had 12 surgeries. Social history: tobacco one half pack / day for 30 years, occasional alcohol. Medications: plavix. Abdomen: ventral hernia lower abdomen, tender, no masses palpable. Implant #1 and #2 procedure: laparoscopic ventral hernia repair with mesh. Implant #1: gore® dualmesh® biomaterial, [1dlmc07 / 04144313, [ni] [not indicated]. Implant #2: [ni], [ni, ni] implant #1 and #2 date: on (B)(6) 2006 (hospitalization on (B)(6) 2006). On (B)(6) 2006: (B)(6), md. Operative report. Asst. 1: (B)(6), md. Anesthesia: general endotracheal anesthesia. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operative indications: the patient is a 48-year-old female with a history of morbid obesity as well as several past surgical procedures, including a small bowel obstruction requiring an exploratory laparotomy and resection of what was presumed to be crohn¿s disease in the past. The patient has had a prior hernia repair with mesh in the past and now presents again for a symptomatic abdominal hernia. She was seen by dr. (B)(6) in (B)(6) clinic and was scheduled for an elective laparoscopic hernia repair. Operative findings: the patient had two hernia defects, one was approximately 3 x 3 cm in size and the other was approximately 6 x 8 cm in size. Both were repaired with separate gore-tex dualmesh of approximately 9 x 9 cm and 12 x 14 cm. In addition, it should be noted that the patient had a prior prolene mesh hernia repair, with significant adhesions to the underlying small bowel. Operative procedure: ¿the patient was taken to the operating room and placed supine on the operating room table. After general endotracheal anesthesia was administered, a time out was taken, and the abdomen was prepped and draped in the usual sterile fashion. Using a 10 mm optiview trocar in the patient¿s right upper quadrant, the abdomen was entered under direct vision using a 0, 10 mm scope and co2 insufflation performed. After pneumoperitoneum was insufflated, we could see that there were dense adhesions in all portions of the abdomen, more specifically in the left lower quadrant and left lower abdomen. Under direct vision, an initial 5 mm trocar site was placed in the patient¿s right mid abdomen using a 5 mm trocar. Using a combination of blunt and sharp dissection and sharp dissection using a laparoscopic scissors, the adhesions in the right upper quadrant were taken down and we proceeded to take down adhesions in the right lower quadrant and towards the obvious defect in the left lower quadrant and left upper quadrant. Again, it should be noted that there were dense adhesions and multiple pictures were taken of the adhesions of the small bowel to the obvious prolene repair in the past. It appeared that the patient had two hernia defects, one in the left upper quadrant and one in the left lower quadrant. Both were related to the lateral border of the prior prolene repair where the mesh had separated or the hernia defect had extended beyond the prior mesh repair. An additional trocar site was placed in the patient¿s right lower quadrant after addition dissection and reduction of the anterior wall adhesions had been done. These were two working ports, with the 10 mm right upper quadrant port being the primary camera port. Several areas of adherent omentum were reduced from her obvious defects and the hernia defects were measured out separately using an umbilical tape which was later removed. As noted in the operative findings, the hernia defects measured approximately 3 x 3 cm in size of the upper defect and approximately 6 x 8 cm of the lower defect, with 8 cm being the longitudinal size. Using gore-tex dualmesh, two separate pieces were used and 0 prolene sutures were placed in the corners for tacking to the anterior abdominal wall. These were placed separately in the abdomen under direct vision and secured using a suture passer through the anterior abdominal wall. Once we were satisfied with the position of the mesh, they were tacked to the abdominal wall using a 5 mm in-line suture tacker. Again throughout this procedure and throughout the adhesiolysis, care was taken to maintain adequate hemostasis. The bowel was also inspected for any evidence of serosal tearing or bleeding as again, it was densely adherent to the prior prolene mesh which was not taken down. After both mesh repairs were fixated using the tacks, multiple stab incisions were made along the anterior abdominal wall to place prolene sutures for fixation at approximately 2 cm margins along the entire circumference of both mesh repairs. Again, care was taken to achieve adequate hemostasis of the anterior abdominal wall as well as the skin incisions. After this had been done, care was again taken to identify that both hernia defects were adequate covered with approximately 3 cm borders of excess mesh along the hernia defects. After that had been done, the abdomen was irrigated using warm normal saline and suctioned out. Again, there was no evidence of any bleeding. At this point, the two, 5 mm trocars were removed under direct vision and the 10 mm right upper quadrant port was then removed. The co2 insufflation was evacuated. All port sites were then closed using a subcutaneous 4-0 vicryl stitch and local anesthesia was administered. Estimated blood loss: estimated blood loss for the procedure was approximately 50 cc. Counts: sponge and needle counts were correct at the end of the procedure.¿ on (B)(6) 2006: (B)(6) foundation. [Signature illegible]. Brief operative report. Operation: laparoscopic extensive loa / ventral hernia repair x ii. Preoperative diagnosis: ventral hernias 1 month. Postoperative diagnosis: ventral hernias [illegible] 1 month (recurrent ventral hernias). Drains: none. Estimated blood loss: minimal. Defect: 8 x 6, mesh (14 x 12) cm. Defect: 3 x 3, mesh (9 x 9) cm. Small bowel densely adherent to mesh (prior prolene). Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 04144313. W.l. Gore & associates. Wound classification: a. Clean. The records confirm a gore® dualmesh® biomaterial (1dlmc07 / 04144313) was implanted during the procedure. Product identification records for the second gore® device were not provided. Relevant medical information: on (B)(6) 2006: (B)(6), md. Discharge summary. Disposition: home. Principal diagnoses: recurrent ventral hernia. Secondary diagnosis: regional enteritis, erythema nodosum, left-sided weakness. History of present illness: presented to clinic for repair of ventral hernia; reported increased pain in lower abdomen and a bulging mass in abdomen. Had multiple bowel operations secondary to crohn¿s disease and ventral hernia repair using an open technique and mesh in the past. On admission, abdomen was soft, nontender, with midline scar that was well-healed and obese. Tolerated operation well. Pain initially controlled with intravenous patient-controlled analgesia, then transitioned to oral pain control as diet advanced. Began to ambulate without assistance. Having normal bowel movements. Pain well-controlled with percocet, then transitioned to vicodin. Condition on discharge good. Instructed no heavy lifting for four to six weeks. Medications: plavix, aspirin. On (B)(6) 2006: (B)(6), crnp. Office notes. Weight: 267 pounds, bmi 44.56. Status post ventral hernia repair. Tolerated procedure well. Able to eat normally without nausea/vomiting and moving bowels. Denies fever or chills, walking around house, doing household activities. Has tenderness in abdomen and back; not taking prescription medications, taking aleve which alleviated the pain. States not voiding like did preoperatively due to foley catheter. Abdomen: incisions well-approximated, no redness noted, no drainage; small hard area at umbilicus, no pain noted, fluid collection. Impression/plan: to follow normal post-surgical course. No heavy lifting for four weeks. Increase fluid; water and cranberry juice; call if further complications. Follow up as needed. On (B)(6) 2006: (B)(6), md. Radiology ¿ CT abdomen / pelvis without contrast. Indication: history of abdominal pain. Findings: obese body habitus with suggestion of hepatosplenomegaly. Non-obstructing renal stone on left. Evidence of ventral hernia repair with suggestion of 7.0 x 9.0 cm hypoattenuation circumscribed mass in the subcutaneous layer of left lower quadrant of abdomen which may well represent seroma. No bowel distention or inflammatory change. On (B)(6) 2006: (B)(6), md. History and physical. Admission: on (B)(6) 2006. Had abdominal wall hernia repair on (B)(6) 2006, started having left-sided abdominal pain at site of hernia repair since about two-three weeks ago. Pain getting worse; very severe past two days. Came to office for evaluation and directly admitted to hospital. Denied nausea/vomiting, bowel movements usual pattern. Denies smoking, alcohol or drug use. Abdomen: soft, moderate tenderness on palpation over left lower part of abdomen; hard mass palpated over the same area of the hernia repair. CT scan; suggestion of seroma left lower quadrant. Impression/plan: abdominal pain; request surgical consult. On (B)(6) 2006: (B)(6), md. Consultation. Left lower quadrant abdominal pain that has been slowly progressing since middle on (B)(6). Increased in progression since early on (B)(6); got to the point where she could not take any more pain today. Had bilateral inguinal hernia repair on (B)(6) 2006 and approximately one month later is when she began to have the lower quadrant abdominal pain, burning and cramping. Worsened by bowel movements, sitting, or lying supine. Was to see dr. (B)(6), however increase in pain brought to hospital today. Nauseated, has not vomited. Complains of chronic diarrhea with small amounts of blood on toilet paper after bowel movements. Medical history: hiatal hernia, hemorrhoids, bowel obstruction with perforation, uterine fibroids. Medications: aspirin, plavix. Social: has 28-pack year smoking history, drinks occasional alcohol. Left lower quadrant tenderness to palpation, not distended, moderately obese. Skin overlying this area is mildly erythematous. Positive bowel sounds right lower quadrant, hypoactive other three quadrants. Firmness of left lower quadrant approximately 5 cm x 10 cm within pannus. No rebound or rigidity, mild amount of voluntary guarding. CT abdomen / pelvis describes status post inguinal hernia repair with possible seroma left lower quadrant, approximately 7 x 3 cm. Impression / plan: possible seroma. Schedule ultrasound guided drainage tomorrow. On (B)(6) 2006: (B)(6), md. Radiology ¿ CT guided abscess drainage. Indication: abdominal wall mass in left lower abdomen. Procedure: an 8.3 french locking pigtail catheter advanced under CT guidance into collection in left paramedian portion of abdominal wall. Approximately 100 cc of brown fluid aspirated and sent for culture and sensitivity. Pigtail catheter secured in place and left open to gravity for drainage. On (B)(6) 2006: (B)(6) laboratory. Microbiology. Specimen description: abdomen. Exam type: body fluid culture with stain. Gram stain: rare white blood cells observed. No organisms seen. Culture: no growth at 72 hours. On (B)(6) 2006: (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. Indications: left lower abdominal pain. Obtained with oral contrast. Findings: postsurgical changes which appear to be wire mesh involving left lower abdominal wall with extension towards the midline at the pelvis. Impression: postsurgical changes as described above. 5 cm soft tissue density in left panniculus with associated skin thickening; perhaps a chronic seroma. Addendum: comparison is made with CT from on (B)(6) 2005. Postsurgical changes and left-sided soft tissue density in panniculus are new findings from that examination which was preoperative. On (B)(6) 2006: (B)(6), md. Office notes. Follow-up after ventral hernia repair done many months ago. Has been followed up by numerous physicians at outside facilities for persistent seromas, but did not return to me. States had seroma aspirated by outside radiology department, had drains left in place. These have been removed, however, has still developed seromas in the area. Here with two CT scans from outside institutions. One dated on (B)(6) 2006, one on (B)(6) this year. Does appear she had fluid collection in left side of lower abdomen, above her mesh, which over time had decreased in size. Still appears to be fluid there as well as some stranding in the subcutaneous tissue. Still has considerable amount of abdominal pain, mostly in the site of the fluid; no fevers, chills or skin changes. Exam reveals her to be super-obese. Abdominal exam shows healed infraumbilical midline incision as well as laparoscopic incisions. Appears she had some fluid in this area and we tried to obtain an aspiration of this using sterile technique; unable to withdraw any fluid. Impression/plan: status post laparoscopic ventral hernia repair. Recommend pain therapy, prescription given for pain medication. If symptoms do not improve, would recommend interval CT scan to follow-up this fluid collection. If still fluid there, recommend aspiration, gram stain to rule out a potential mesh infection. On (B)(6) 2006: (B)(6), md. Office notes. Weight 261 pounds, bmi 44.08. Six months status post laparoscopic ventral hernia repair with dual mesh. About 1.5 months postoperative, patient developed abdominal pain and seroma. Seroma managed with CT-guided drain placed. Has had persistent pain at site, but no fevers or chills. Abdomen: soft, nontender, bowel sounds normal, no masses / organomegaly. A hard 4 x 5 x 4 cm mass felt in the subcutaneous fat; not fixed to abdominal wall. On (B)(6) 2006 CT scans reviewed; aspiration of the organized area was attempted with no return. Impression / plan: organized seroma / hematoma. Dr. (B)(6) has requested repeat CT abdomen to rule out any fluid content to presumed area of organization. Pain management with mobic and tylenol recommended. On (B)(6) 2006: (B)(6), md. Office notes. Continues to have severe intractable pain; a lot of leg pain. Has problems with abdominal infection post hernia repair. Once this is improved, will receive nerve root injections; awaiting this since on (B)(6) this year; will proceed with blocks. Vicodin not as effective has methadone; switched back to methadone. Impression / plan: lumbar disc displacement, lumbar spondylosis, degenerative disc disease of lumbar spine. Continue with medication, bilateral nerve root injections when infection improved. Follow up two-three months. On (B)(6) 2006: (B)(6), md. Radiology ¿ CT abdomen / pelvis with contrast. Indication: ventral hernia repair six months ago. Abdominal wall seroma drained on (B)(6) 2006. Persistent abdominal wall pain. Impression: postoperative changes in abdominal wall. Small residual ventral hernia. No fluid collections. On (B)(6) 2006: (B)(6), md. Office notes. Here for possible recurrent ventral hernia. Status post multiple laparotomies and prior mesh repair using prolene. I operated on ms. (B)(6) on (B)(6) of this year; underwent laparoscopic ventral hernia repair and was found to have two defects along her prior midline incision requiring two separate sheets of goretex mesh. She subsequently developed a seroma in the left lower quadrant, went to outside facility and had percutaneous drain placed into collections. States she possibly developed an infection at that site. Now in office because of persistent left lower quadrant abdominal pain. States did develop an opening in inferior aspect of midline incision with some drainage of fluid, however, at the time she does not have any. CT scan abdomen / pelvis today shows possible recurrence of ventral hernia in lower aspect; appears to be some bowel within the subcutaneous region in left lower quadrant. Impression: recurrent ventral hernia in a morbidly obese patient with crohn¿s disease. Has had multiple prior ventral hernia repairs; at this point I am concerned for possible mesh infection versus simple recurrence. Will undergo diagnostic laparoscopy and aspiration of the fluid within this region to see if it is infected; if infected, the mesh will need to be removed and subsequent hernia repair done. Planning operation on (B)(6) 2006.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2006, (B)(6) 2009, (B)(6) 2011, (B)(6) 2011, and (B)(6) 2016 additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of gore mesh due to erosion and infection, drainage of abdominal seroma, chronic draining sinuses, severe pain, extensive adhesions from the small bowel removed that were plastered up to the mesh, bowel was plastered the mesh making it difficult for removal, massive incisional hernia repaired with placement of new mesh, debridement of necrotic abdominal wound, open and non-healing wound additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.